Manufacturer narrative:
The device was not returned for analysis. It was reported that femoral angiogram was not performed. It should be noted that the proglide instructions for use states: prior to deployment of the perclose proglide smc device, perform a femoral angiogram to evaluate the access site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the wall to avoid device cuff misses (device needles not engaging with the cuffs) and / or posterior wall suture placement and possible ligation of the anterior and posterior walls of the vessel. In this case, it is unknown if the absence of femoral angiogram directly contributed to the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The two additional perclose proglide devices referenced in are filed under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure of the right common femoral vein was attempted using three proglide devices via 8.5fr sheath after a atrial fibrillation ablation procedure. Reportedly, when the plunger was removed, no sutures were attached to the needles, with three proglide devices. An additional proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. A femoral angiogram was not taken. No additional information was provided.